Manufacturer narrative:
Third party service was called and arrived on site november 24, 2022. The manifold on the instrument contained formalin, as did the overflow catch bottle and condensate bottle. No blockages or leaks present. Instrument was put on extended clean cycle and customer advised to clean retort as grime build up was present. Instrument was declared functional and operational and returned to lab use. It was found that the customer isopropyl alcohol instead of ethanol and log files from the morning of on (B)(6) 2022, indicate a cleaning cycle was started, then aborted, a protocol was edited to have shorter cycles and a processing run was started.

Event description:
Sakura finetek was notified by distributor in canada of an incident on (B)(6) 2022 which occurred on (B)(6) 2022 with the tissue-tek vip6,floor tissue processor, serial number: (B)(4). The morning of on (B)(6) 2022, when the retort was opened on the instrument there was a pungent smell of formalin, and the tissue was soft. Two xylene and the first two wax stations were contaminated with formalin. There were 113 cases affected by the processing issue. 70 cases will require close clinical correlation to determine if re-biopsy is needed. There were 8 cases non-diagnostic due to processing damage and will require another biopsy.